Event description:
Healthcare professional reported that approx 24 mos post implant, the valve was removed due to central regurgitation. Upon reoperation, holes were noted in the valve. The valve was replaced and returned for analysis.